Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer went through multiple cartridges and infusion sets attempting to complete load fill tubing; each time, no drips of insulin were found at the end of the tubing. The customer's blood glucose (bg) level was elevated (569 mg/dl). Customer took a manual injection of long lasting insulin.